Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient was not crossed over. A technical support specialist (tss) dialed into the server, logged into station, and verified that the patient was listed as admitted as a temporary patient. Running the cast-patient query returned no results, indicating the patient had not been fully admitted in admit discharge transfer (adt). Further the tss, informed customer of the temporary admission status, and advised contacting the adt team to complete the proper admission. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient was not crossing over through one station. There were no adverse events or injuries reported based on this event.